Event description:
It was reported that the patient had high thresholds at the clinic visit in (B)(6). Chest x-ray revealed the lead had moved 1-2cms. The lead was explanted due to unsuccessful reposition attempt.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.